Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure helix retraction difficulties were encountered. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from origin 58cm to 60cm. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. There was also found outer insulation damaged. /cut. And blood is visible on proximal conductor. If information is provided in the future, a supplemental report will be issued.